Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a liberty select cycler malfunction or deficiency related to the hospitalization.

Event description:
A peritoneal dialysis (pd) patient contact called fresenius technical support (ts) to ask if they should turn off the patient¿s liberty select cycler. The contact stated the patient was ill and needed to be transported via emergency medical services (ems) to the hospital. The paramedics had already disconnected the patient and the patient contact didn¿t know if they should turn off the cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient¿s unspecified illness was not treatment related. The illness was unrelated to the use of the liberty select cycler or any other fresenius product(s). There was no allegation of a device malfunction or deficiency, nor was there any indication of a serious injury, patient death, or other adverse event related to a fresenius product or device.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as-received simulated treatment with reduced dwell times was performed and completed without any failures or problems. The cycler underwent and passed a valve actuation test, a system air leak test, a teach pump test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and underneath the front panel assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact called fresenius technical support (ts) to ask if they should turn off the patient¿s liberty select cycler. The contact stated the patient was ill and needed to be transported via emergency medical services (ems) to the hospital. The paramedics had already disconnected the patient and the patient contact didn¿t know if they should turn off the cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient¿s unspecified illness was not treatment related. The illness was unrelated to the use of the liberty select cycler or any other fresenius product(s). There was no allegation of a device malfunction or deficiency, nor was there any indication of a serious injury, patient death, or other adverse event related to a fresenius product or device.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact called fresenius technical support (ts) to ask if they should turn off the patient¿s liberty select cycler. The contact stated the patient was ill and needed to be transported via emergency medical services (ems) to the hospital. The paramedics had already disconnected the patient and the patient contact didn¿t know if they should turn off the cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient¿s unspecified illness was not treatment related. The illness was unrelated to the use of the liberty select cycler or any other fresenius product(s). There was no allegation of a device malfunction or deficiency, nor was there any indication of a serious injury, patient death, or other adverse event related to a fresenius product or device.